Manufacturer narrative:
E3: occupation: lead tech. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that initially, the angio-seal device went in and came back out without deploying. The procedure for the patient prior to the use of the angio-seal device was a peripheral artery disease procedure. There was no blood loss and no patient injury.

Event description:
Additional information was received on 13feb2025: hemostasis was achieved by manual compression. The procedure was a right iliac artery stent. 6fr. Procedure sheath was used. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The device was prepared per the instruction for use (IFU) and no issues were noted with the device. Insertion was smooth and a pulsatile stream was observed with all the proper movements made. Deployment went as usual up until pulling back on the sheath to activate the self-tightening knot. The entire sheath and device pulled out and the doctor held manual compression.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the additional information in section b5 and to provide the completed investigation results. One (1) 6fr angio-seal vip device was returned to terumo medical corporation. The retuned sample included the carrier tube and the hemostasis sheath. The device was visually inspected and found to be in used condition with visible signs of blood. The carrier tube and hemostasis sheath were fully mated in rear lock position. The anchor was visible within the distal tip of the device. Functional testing was performed by resetting and redeploying the returned device. The device was reset to the forward lock position, where the anchor deployed. The device was then set to rear lock position, and the anchor posted properly on the distal tip of the hemostasis sheath. Deployment was tested by manually pulling on the anchor. The anchor, suture, and tamper tube deployed from the device successfully. The complaint can be confirmed for non-deployment pullout. The exact root cause cannot be determined. It is likely that a non-deployment event occurred due to an obstruction of the distal tip. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).